Event description:
Note: the date of event is unk. Note: this report pertains to one of ten complaints that occurred during the same procedure. The ten associated MFR report #s are: 3005099803-2009-03891, 3005099803-2009-03892, 3005099803-2009-03893, 3005099803-2009-03894, 3005099803-2009-03896, 3005099803-2009-03897, 3005099803-2009-03890, 3005099803-2009-03899, 3005099803-2009-03900. It was reported to boston scientific corp that ten resolution clip devices were planned for use during treatment of a bleed. According to the complainant, during preparation, a box containing a quantity of ten devices was opened and all ten had the sheath and the blue gripper detached. Another resolution clip device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B) (4). According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B) (4)